Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) "displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the initial functional testing and archive data review. The root cause for the (ua) 07 error was due to a defective load cell module. The cracked front and bottom enclosures and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the front and bottom enclosures. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front and bottom enclosures need to be replaced to address the observed physical damage. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that the load cell module 2 is exceeding normal parameters and needs to be replaced to remedy the (ua) 07 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).